Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of her emergency room visit was 560 mg/dl, and she was wearing her pump at the time. The customer was kept in the ICU for 4 days and released once the blood glucose was controlled normally with the pump. Additionally, the customer received a no delivery alarm the day of the call. Her blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery and the customer was able to complete the prime process and rewind the pump. The customer was advised that the pump was working as designed, and to always call the 24-hour helpline when her pump alarms no delivery in order to troubleshoot. No products were returned since the customer does not want to return the infusion set and reservoir, and no products were shipped to her.